Event description:
Literature: valencia-alfonso, c-e., luigjes, j., smolders, r., cohen, m., levar, n., mazaheri, a., munckhof, p., schuurman, p. R., brink, w., denys, s. Effective deep brain stimulation in heroin addiction: a case report with complementary intracranial electroencephalogram. Biol psychiatry. 2012;71:e35-e37. Summary: dbs of the nucleus accumbens can lead to encouraging results as treatment for certain therapy resistant psychiatric disorders and has been suggested for therapy-resistant addiction. Heroin addiction is a chronic relapsing brain disorder, patients who do not respond to current treatments could undergo dbs for alternative therapy. A (B)(6) heroin dependent man who has been using heroin for 22 years was implanted following standard procedures in each hemisphere. Patient underwent optimization period in which several electrode settings were systematically tested. Stimulation of the two dorsal contact points at the border of the internal capsule and nucleus accumbens, was effective in generating a significant reduction of drug use and craving. Reported event: stimulation of the middle contact points (1 and 2) led to an increase in drug use and reported craving and was therefore stopped after 1 week. Stimulation of the ventral contact points (0 and 1) was suboptimal with limited reduction in heroin use and craving. Stimulation of the two dorsal contact points (2 and 3), at the border of the internal capsule and nucleus accumbens, was effective in generating a significant reduction of drug use and craving. He is currently clean for more than 6 months with the exception of a 14-day relapse.

Manufacturer narrative:
Product ID 3387 lot# serial# unknown implanted: explanted: product typ lead. (B)(4). The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.